Event description:
It was reported that during a novasure procedure on (B)(6) 2023 , the physician did not measure the uterine cavity prior to deploy the novasure device and inserted the device deployed and felt advancement, the cavity assessment test was not performed. The physician left the device in the cavity and performed a laparoscopy to perform tubal ligation. The physician at this point observed that the device was deployed in the pelvic cavity. The novasure was never activated, and the physician removed the device.

Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.